Manufacturer narrative:
The complaint investigation for false positive alinity sars-cov-2 igm results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature, and device history records. Return testing was not complete as patient samples were not available. Specificity and sensitivity testing were done using an in-house retained kit of lot 25048fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 25048fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported positive results for three patient samples when testing was performed with alinity sars-cov-2 igm, lot 25048fn00. Patient #1, a 40-year-old woman who was vaccinated with the sputnik covid-19 vaccine on (B)(6) 2021 and had an organ transplant 8 year ago but stopped taking immunosuppressants 3 years ago, on (B)(6) 2021, result was 5.94 index (s/c); sars-cov-2 igg ii quant result was 16244.5 au/ml. Patient #2, an 87-year-old patient who had covid-19 in (B)(6) and was vaccinated with the covishield vaccine, (B)(6) 2021, result was 28.00 index (s/c); sars-cov-2 igg ii quant result was 40000 au/ml; pcr testing was negative. Patient #3, a 73-year-old male patient with cancer who had covid-19 in (B)(6) and has been vaccinated with the covishield vaccine, result was 20.00 index (s/c); sars-cov-2 igg ii quant result was >40000 au/ml; pcr testing was negative. In the case for patient one, positive igm and igg ii quant results were obtained after she had received the sputnik covid-19 vaccine. The sputnik vaccine uses a heterologous recombinant adenovirus approach using adenovirus 26 (ad26) and adenovirus 5 (ad5) as vectors for the expression of the severe acute respiratory syndrome coronavirus 2 (sars-cov-2) spike protein, per ¿sputnik v covid-19 vaccine candidate appears safe and effective¿, the lancet, published online february 2, 2021, https://doi.org/10.1016/s0140-6736(21)00191-4. In the case for patient two and three, positive igm and igg ii quant results were obtained after they had received the covishield vaccine. The oxford astrazenica/covishield vaccine is also a spike protein-based vaccine. The sars-cov-2 igm assay is designed to detect immunoglobulin class m (igm) antibodies to the spike protein of sars-cov-2. Study of the immune response to the different vaccines is ongoing. Per igm product labeling, at this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation alinity sars-cov-2 igm reagent lot 25048fn00 is performing as intended, no systemic issue or deficiency was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = patient #1, patient #2, patient #3 all available patient information was included. Additional patient details are not available. (B)(6). This report is being filed on an international product, list number 06r91-22, that has a similar product distributed in the us, list number 06r91-20.

Event description:
The customer observed a false positive sars-cov-2 igm result for several patients on an alinity I analyzer. The following data was provided(<1.00 index (s/c) is negative, >/=1.00 index (s/c) is positive): patient #1, a (B)(6) who was vaccinated with the (B)(6) covid-19 vaccine on (B)(6) 2021 and had an organ transplant 8 year ago, but stopped taking immunosuppressants 3 years ago, result, on (B)(6) 2021, was 5.94 index (s/c); sars-cov-2 igg ii quant result was 16244.5 au/ml, which is positive. Patient #2, an (B)(6) patient who had covid-19 in (B)(6) and was vaccinated with the (B)(6) vaccine on (B)(6) 2021, result was 28 index (s/c); sars-cov-2 igg ii quant result was 40000 au/ml, which is positive; pcr testing was negative. Patient #3, a (B)(6) patient with cancer who had covid-19 in (B)(6) and has been vaccinated with the (B)(6) vaccine, result was 20 index (s/c); sars-cov-2 igg ii quant result was >40000 au/ml, which is positive; pcr testing was negative. There was no impact to patient management reported.